Event description:
During electric cautery , hyfrecator caught on fire, no damage done to room only hyfrecator. Patient wasn't even aware.conmed technical services and marketing sent a letter to the customer indicating the parts used to maintain this hyfrecator 7797 are no longer in inventory and are not available for purchase. Please contact your conmed rep to discuss options for replacing your legacy equipment.MFR response: handpiece should be replaced after 100 use.